Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 312 mg/dl. The event occurred after eating dinner without a meal announcement while the fsl3+ sensor was out, and the user manually entered a bg value into the pump. The user reported no symptoms, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.